Manufacturer narrative:
The electrode lot number was l4445. The expiration date was requested but was not provided. The field service engineer found the rinse mechanism had white deposits on the surface of cells and the rinse mechanism tubing was leaking. He replaced the rinse mechanism tubing and checked the rinse tubing and vacuum unit. The customer ran samples and qc successfully. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c 501 module. The initial result was 209 mmol/l with a data flag. The repeat results were 140 mmol/l, 173 mmol/l, and 141 mmol/l.